Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion behavior. There was a noted decline in the estimated battery life between follow-up appointments. A copy of the device's memory has been preserved and forwarded to technical services for a comprehensive analysis. The data confirmed that the pacemaker is indeed experiencing early battery depletion. It is advised that the device be replaced within the next 90 days. The delivery of therapy remained stable. Subsequently, the device was explanted. No additional adverse patient effects were reported. The returned device was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
The returned implantable pacemaker device was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion behavior. There was a noted decline in the estimated battery life between follow-up appointments. A copy of the device's memory has been preserved and forwarded to technical services for a comprehensive analysis. The data confirmed that the pacemaker is indeed experiencing early battery depletion. It is advised that the device be replaced within the next 90 days. The delivery of therapy remained stable. Subsequently, the device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion behavior. There was a noted decline in the estimated battery life between follow-up appointments. A copy of the device's memory has been preserved and forwarded to technical services for a comprehensive analysis. The data confirmed that the pacemaker is indeed experiencing early battery depletion. It is advised that the device be replaced within the next 90 days. At present, the delivery of therapy remains stable. The device is still implanted and operational. There have been no reported adverse effects on the patient.